Event description:
It was reported that during a transurethral left flexible ureteroscope laser lithotripsy and left ureteral stent implantation procedures, the interface of the sterile medical laser fiber fractured. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during a transurethral left flexible ureteroscope laser lithotripsy and left ureteral stent implantation procedures, the interface of the sterile medical laser fiber fractured. The procedure was completed with another of the same device with no patient complications.